Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported and associated with MDR #s 1225714-2013-00556, 1225714-2013-00557, 1225714-2013-00558.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported and associated with MDR #s 1225714-2013-00556, 1225714-2013-00557, 1225714-2013-00558.